Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown.

Event description:
Additional information reported stated that the patient deceased from a cardiac nature reason but was not related to the device.